Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number: e2019001.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, non-calcified, proximal peroneal lesion. The device was reported to be used off label. The 2.0x20mm otw mini trek ii balloon dilatation catheter (bdc) was advanced to the target lesion but the balloon would not inflate at all. A new unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted a tear of the inner member in the hub.

Manufacturer narrative:
Visual, functional and sem inspections/analysis were performed on the returned device which identified a tear in the inner member of the hub. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It should be noted the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, instructions for use (IFU) states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction (mi), balloon dilatation of a stent after implantation (balloon models 2.00 mm only) and balloon dilatation of de novo chronic total coronary occlusions (cto). The investigation determined the reported inflation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.